Manufacturer narrative:
Should add'l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
The plaintiff was implanted with monarc on (B)(6) 2007 to treat pelvic organ prolapse and/or urinary incontinence. It was alleged by the plaintiff's attorney that the "plaintiff began experiencing pain, pain with sexual intercourse, urinary problems and the need for further surgery sometime after implant. Plaintiff returned to her physicians several times due to complications." It was also alleged that the plaintiff, "suffered, and continues to suffer, serious bodily injury and harm," and that the "plaintiff continues to receive medical treatment and is anticipated to undergo further medical treatment."